Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01926 pertains to the other device.it was reported to boston scientific corporation that following implantation of an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2008, the patient experienced injuries (date/s of onset and specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.